Manufacturer narrative:
A ge service rep an onsite investigation. The boards and connectors were reseated during the service call. The interconnect cable was also identified to be loose and tightened. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would intermittently not allow fluoroscopic x-ray to be produced. No pt death or serious injury was reported.